Manufacturer narrative:
The investigation of high purge pressure has been completed. The returned product was inspected and there was no biomaterial observed in the purge gap or on the impeller. There were traces of possible biomaterial remains on the outlet cage. The returned pump was run in the lab and high purge pressure did not reproduce. The data logs confirm high purge pressure alarms. The pump was initiated and there was a little motor current spike with a speed deviation shortly after. The purge flow also decreased. There was a gradual rise in purge pressure until alarms were triggered. The root cause of the high purge pressure was most likely due to biomaterial ingestion. D6a revised on manufacturer device report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp for approximately three days and then escalated to an impella 5.5 device for continued mechanical circulatory support. While on the impella 5.5 device high purge pressure was encountered resulting in device replacement. The impella was successfully implanted. The wire was removed, and support was initiated a performance level p-2. The vascular surgeon was called to explant the impella cp device. The impella 5.5 was gradually increased to performance level p-5; position and depth were check on transesophageal echocardiogram. Following, the automated impella controller alarmed for purge pressure high. Purge flows were 1.8-1.9 ml/hr. With pressures 1050-1100 mmhg, the purge cassette was changed; flow stopped and started twice all without improvement. The decision was made to explant the impella 5.5 device and replace it with a new one. The outcome at explant/replacement noted the patient survived the event. However, the status of the patient's condition was indicated as unknown.